Event description:
It was reported that the patient is experiencing difficulties with an inflatable penile prosthesis(ipp) pump. The pump is stiff, stays flat, and does not pull fluid from the reservoir. The deflate button is very difficult to press and the device does not deflate unless the deflate button remains compressed. The device was troubleshooted with different techniques. The patient will come in for a meeting the following week. No patient complications were reported in regards to this event.

Manufacturer narrative:
Additional information received that the patient is continuing to experience issues with the pump. The patient can successfully inflate and deflate the device, however, the following day he will awake with residual fluid in the cylinders. Patient claims this continually occurs and will do so over the course of two days after he feels he has successfully deflated the device. The patient squeeze cylinders after holding deflate button for 4 seconds to try and remove any remaining fluid and continually compress deflate button while squeezing cylinders, but this has not resolved the issue.

Event description:
It was reported that the patient is experiencing difficulties with an inflatable penile prosthesis(ipp) pump. The pump is stiff, stays flat, and does not pull fluid from the reservoir. The deflate button is very difficult to press and the device does not deflate unless the deflate button remains compressed. The device was troubleshooted with different techniques. Days later the patient continued to experience issues with the pump. The patient could successfully inflate and deflate the device, however, the following day residual fluid is present in the cylinders. Patient claimed that this continually occurred and will do so over the course of two days after he successfully deflated the device. The patient squeezed the cylinders after holding the deflate button for 4 seconds to try and remove any remaining fluid and continually compress deflate button while squeezing cylinders, but this has not resolved the issue. No patient complications were reported in regards to this event.